Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located) and an opening. A leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified a striated edge opening in the posterior, consistent with use of a surgical tool. The fill test inspection was performed, the result is no blockage.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.